Manufacturer narrative:
Initial reporter occupation is administrator/supervisor. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two incidents were reported that the patient did not get their medications. Pump, set up, etc... Were all tested and still could not identify the issue. The tubing set is suspected. This affects patient safety and delay of care and the health care team has concerns. This file reflects the first patient. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: no lot number was provided; therefore, device history record review could not be completed. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6) 2022 via email and attached to complaint object: patient details updated in complaint. Patient came to the infusion center to be un-hooked from his 24 hour fluorouracil (5fu) pump and to get his neulasta on-pro. Upon disconnection of the pump, 5fu bag was noted to be still full. Patient stated that the pump didn't beep throughout the time that he was connected to it. Bag's total volume was 136 ml. Patient was supposed to get 120 ml of 5fu. Bag upon disconnection is noted to be full. There was no death or injury. The event has been resolved. Medical intervention was required: per physician?s order, patient was to skip this chemo dose. Event log is available for the specific pump if needed. The device is not available for return. The event was discovered during the removal/end of therapy at the infusion center. Operator of device: health professional. The quantity affected is unknown. Customer did not report the event to the FDA. H6: event problem and evaluation codes: updates not required.